Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 519 mg/dl. The customer stated that she went to see her doctor regarding the no delivery alarms. The customer stated that her doctor did not advise to change the information, and put her on manual injections. Troubleshooting was performed. Instructed the customer to remove the reservoir from the pump to check the connections. Had the customer to reconnect to the device and prime, but she got a no delivery alarm again. Then asked to change the infusion set and the prime test passed. No further information was provided.